Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. A portion of the device remains in the patient and the remaining portion was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a achilles tendon refixation surgery they tried to insert part number ar-1928snf-2 into the calcaneus. During insertion the device broke but it was deep enough that the partial anchor could be left inside the patient. The breakpoint of the anchor was located at the thread of the connection between anchor and driver. It was not possible to remove the thread. The fragment will remain inside the patient. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery. The device will not be sent in for evaluation because it was discarded by the customer.